Manufacturer narrative:
The insulin pump was received with missing segments due to a cracked liquid crystal display connector. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The keypad overlay had a weak adhesive bond. The insulin pump had a cracked case at the liquid crystal display corner. The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk. The insulin pump had a missing end cap sticker.

Event description:
It was reported that the insulin pump had missing segments on the display. It was also reported that the down arrow was responding intermittently. In addition, the insulin pump had cracks on the upper corners of the display, and it alarmed motor error. Troubleshooting was performed, and the missing segments were confirmed during the self test. Nothing further was reported.